Event description:
The ICD was returned for battery depletion and subsequently tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: pip201273s: analysis testing found that the last charge time while the device was implanted was 19.13 seconds, which is longer than expected. During testing, the ICD was charged 4 times and it also delivered 4 therapies into a dummy load. This process reforms the high voltage capacitors. At the last charge/delivery cycle the charge time had returned to normal values. Based on test results, it is concluded that the extended charge times noted may be related to high voltage capacitors having a higher rate of deformation than is typical.